Event description:
It was reported that the patient wanted an appointment with the manufacturing representative to have the device checked because it had been acting ¿sporadic.¿ it was noted that periodically all of a sudden, the patient would get ¿bursts of increased stimulation¿ in different parts of her body. The patient recently had a computerized axial tomography (cat) scan and a few days after it ¿reved up.¿ it was noted that the patient felt sharp pains from the spinal cord stimulation (scs). The patient told her health care professional about the issue. It was further reported that the patient still had concerns regarding the device or therapy but was working with the health care professional or manufacturing representative. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 37752, serial# (B)(4), product type: recharger. Product ID 399930, lot# j0444426v, implanted: (B)(6) 2005, product type: lead. Product ID 3708240, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID 37752, serial# (B)(4), implanted: (B)(6) 2007, product type: recharger. (B)(4).